Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Sensenseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. General education was provided regarding differences between blood and interstitial glucose and the importance of fingerstick calibrations during the initial call. The case was escalated to the next level of support for further review.review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. The customer was contacted, completed the sensor re-link, and entered calibrations as requested. Follow-up monitoring showed that post re-link calibrations aligned well with sensor glucose trends, and system performance appeared stable.after confirming through dms review that the user was receiving up-to-date and accurate readings, customer care advised the customer to continue using the system and calibrating as prompted. With the issue resolved following the re-link and monitoring period. B4.date of this report 02 feb 2026. G3.date received by the manufacturer? 02 feb 2026. .. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.